Manufacturer narrative:
Concomitant medical products: 4592-53 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The lead was reprogrammed for backup pacing and remains in use while a new lead was implanted on the patient's opposite side. No patient complications have been reported as a result of this event.